Event description:
It was reported the pump failed to turn on despite being connected to multiple usb cables on multiple wall outlets. There was no reported adverse impact on the customer's blood glucose level as the issue was discovered after the pump was returned to the distributor. The customer was provided a replacement pump for continued insulin therapy.